Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis: recurrent cystocele and genuine stress urine incontinence. Procedure: anterior colporrhaphy and trans obturator sling procedure.